Event description:
The journal spine reported a cauda equina compression by duraseal dural sealant, used to stop an iatrogenic cerebrospinal fluid leak during an l4-l5 laminotomy and discectomy where compression was remote from the site of the dural leak. Postoperative imaging and operative findings confirmed swelling and migration of the material. The complication was detected early and managed appropriately. The pt complained of back and leg pain on the sixth day after surgery. On the tenth day after the initial discectomy, revision surgery was performed. The duraseal was removed and the pt has recovered.

Manufacturer narrative:
The following info is provided in the instructions for use: "do not use the duraseal surgical sealant as a void filler in the spine, as post-operative hydrogel swelling may impinge on surrounding tissues. The surgical sealant may swell up to 50% of its size in any direction. The duraseal surgical sealant is designed for use in neurosurgical procedures as an adjunct to standard methods of repair or closure, and should not be used as a replacement of standard methods of repair or closure. Note: final surgical sealant thickness must be controlled in confined areas due to sealant swelling following application. Surgical sealant thickness should be limited to 1-2 mm." According to the spine journal article, duraseal was used as the primary method of closure and no sutures were used, which is an off-label use. The article is incorrect in the statement "this was sealed with a small rectangle of duraseal foam and rectangles of thin gelatin sponge." There is no such product as "duraseal foam"; duraseal is only supplied as a sprayable hydrogel.